Event description:
It was reported that the micro oscillating saw was overheating during testing at the user facility. There was no pt involvement, and there were no user injuries of adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.